Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2010. Revision procedure was performed on (B)(6) 2012 due to loosening from lack of bony ingrowth and suspected infection. No further information has been received.

Manufacturer narrative:
Visual examination of the returned magnum head and taper adaptor found no damage that would have resulted in the reported issue. Review of the manufacturing history and sterilization records shows no abnormalities or deviations reported. Review of the complaint database found no similar complaints reported with this item/lot number combinations. The revision was due to suspected low grade infection with lack of bony in-growth noted on femoral stem and acetabular cup components. The returned head and taper adaptor were removed as associated devices. No non-conformances were found with the items during the investigation that would have resulted in the reported issue.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA this is 1 of 2 mdrs relating to the same reported event. (Ref. Mdrs 3002806535-2012-00213/214). The cup and femoral stem were also revised, but were not manufactured at biomet (B)(4).